Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The bipap a40 pro device was returned and evaluated by a third-party service center technician. The device evaluation found the system printed circuit assembly (pca) board had caused the error code the failure of the outlet pressure sensor in the device's error log. The third-party service center technician replaced the system pca to address this issue on the device.